Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with the device's first approval. Manufacturer's investigation conclusion: incidental findings: damaged internal I/o cable assy. (Monitor connector ground pin). The reported event, of the power module s/n (B)(4) not working was not confirmed when the unit was checked by technical service. However, the reported damaged housing (bottom cover) was confirmed. Further evaluation of the power module revealed that the internal I/o cable assy (monitor connector) ground pin was pushed back inside its lemo connector. The damaged internal I/o cable assy in addition to the damaged housing (bottom cover) were replaced. The device was then subjected to functional testing per heartmate power module service process. The unit successfully passed all test steps. The repaired unit returned to customer. The power module's bottom housing (cover) and the internal I/o cable assy were returned to the abbott burlington product performance engineering (ppe) lab and the damage to both parts were confirmed via visual analysis. The specific cause of the housing and the internal I/o cable assy damage was unable to conclusively be determined through this analysis. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmateii power module serial # (B)(4) was shipped to the customer on 28jan2016. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled setting up the power module (pm) prior to use informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate ii patient handbook section 6, entitled caring for the equipment describes how to care for and clean all equipment, including the power module. Section 10, entitled safety checklists, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module did not work, no other further details were provided. Products were sent for repair. Upon device investigation, a damaged monitor connector ground pin was observed.